Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .137 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed thermal damage located between the conductor wire and the grip cable. The instrument had a small char mark measuring approximately .034x.023 located at the midpoint of the yaw pulley in between the grip cable and the conductor wire and measured depth of damage approximately .0195. Material appeared to be missing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the curved bipolar dissector instrument tips were noted to be misaligned prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.